Manufacturer narrative:
(B)(4): the customer reported that the device failed to charge. There was no patient involvement with this issue. A philips field service engineer evaluated the device and confirmed the charge issue. The power pca and control pca were replaced to resolve the issue. The device remains at the customer site. We cannot determine the cause of the reported symptom since multiple parts were replaced.

Event description:
The customer reported that the device failed to charge. There was no patient involvement with this issue.